Manufacturer narrative:
A ge service representative performed an on site investigation. There was a loose connection found at the system interface board. The generator interface board, system interface board, single board computer, and hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system continued to beep after release of the button prior to a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.